Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented for device changeout, high threshold and high pacing impedance was noted on the right ventricular (rv) lead. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Additional information - h6 and h10 (as product will not be returned to abbott for analysis). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.